Event description:
Complainant alleged that while the medics were monitoring a 51 y/o male pt the device screen displayed an intermittent "cannot dump" message. The medics continued using the device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
Na